Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during initial drain. The caregiver (cg) stated that the home patient (hp) connected after starting initial drain. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The technical service representative (tsr) had the caregiver (cg) the power cycle the hc to end therapy and advised the cg to start over with new supplies and contact the registered nurse (rn) about possible exposure to unsterile air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Upon further review of this 2240 alarm report, there is no information that reasonably suggests that this malfunction could have caused or contributed to a serious injury or death.